Event description:
It was reported the lcd display flickers and blanks out when the screen is moved and squeezed. The controller was sent to the caller with this problem and the customer was able to duplicate the problem in his shop. The customer was able to complete the case with no pt consequences.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.